Event description:
Surefire scorpion needle was utilized by physician to repair right rotator cuff. After completion of procedure, device was inspected, tip of scorpion was found missing and reported to physician.